Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient was pre-operatively diagnosed with severe disk degeneration at l4-5 level with neural foraminal stenosis and bilateral l4 radiculopathy and underwent the following procedure: l4-5 anterior lumbar interbody fusion with placement of bone dowels augmented with bmp. As per op-notes, ¿two 20x20 mm dowels were filled with bmp sponges and were then screwed into the interspace with a perfect fit. The intervening space between the dowels was filled with residual sponges.¿ (B)(6) 2007: the patient was pre-operatively diagnosed with degenerative disc disease and underwent anterior exposure for l4-l5 anterior lumbar internal fixation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.